Event description:
Failure to alarm/non-delivery reported. The pt was received in the cardiovascular thoracic unit status post open heart surgery. A nitroglycerin infusion was running at an unspecified rate for an unspecified time during surgery and remained on when the pt was received. After a short time" the pt blood pressure elevated. At that time the nurse noted that the nitroglycerin line had inadvertently been left clamped. No device alarm sounded. The display incremented as if delivery had occurred. The nurse unclamped the line, repositioned the tubing and resumed the infusion. The pt blood pressure stabilized. There were no adverse sequelae reported. The specific device used in this incident was not isolated and labeled. The serial number is unknown.